Event description:
It was reported that the pump has a constant air in line alarm (medication, programmed amount and delivery rate unk). There was no pt injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation found the unit inoperable due to "reload set" alarms. Evaluation found the upper reading of the upstream sensor to be below specification. This was caused by a failed upstream sensor. A low upstream sensor reading will make the device more sensitive to air alarms. There was an unauthorized repair on the processor pcb (printed circuit board) outside of baxter medina facilities which compromised all internal components. Therefore the device was un-repairable.